Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 5ml syringe luer-lok¿ tip experienced foreign matter in the fluid path. The following information was provided by the initial reporter: customer received contaminated luerlock syringe 5 ml.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 10/28/2021. H6: investigation: six photos and one 5ml syringe in a sealed package, confirmed to be from batch #1123113 (p/n 309649), were received. The physical sample matched the sample in the photos. The sample was visually evaluated. The barrel was observed to have numerous black embedded foreign matter particles in the flange, barrel wall, luer collar, and tip. Which is non-conforming per product specification. The particles were found throughout most of the barrel¿s surface. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text: see h10.

Event description:
It was reported that the bd 5ml syringe luer-lok¿ tip experienced foreign matter in the fluid path. The following information was provided by the initial reporter: customer received contaminated luerlock syringe 5 ml.